Manufacturer narrative:
Shibata, s. A case suspected of activation of pacemaker protection circuit during pulsed field ablation [conference presentation]. Mpo1 6. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided

Event description:
It was reported via literature, proceedings from an oral presentation, that hypertension and device interaction occurred. Event summary: a pulse field ablation (pfa) procedure for atrial fibrillation was performed using a farawave catheter. The patient had a previously implanted unknown pacemaker in the left chest for atrioventricular block. Procedurally, the patient was in atrial fibrillation and no intrinsic rhythm was detected and the pacemaker was set to ventricle ventricle inhibited (vvi) 80 mode, i.e. The pacemaker paced in the ventricle, sensed in the ventricle, and inhibited sensed events, at 80 beats per minutes (bpm). During ablation delivery surface electrocardiogram (ECG) and intracardiac ECG were obscured due to filter effects and heartbeats were monitored using the pulse oximeter waveform. No increase in heart rate was observed during right pulmonary vein ablation. During left pulmonary vein ablation heart rate increased to 120bpm. The physicians speculated the protection circuit of the pacemaker near the left pulmonary vein was activated and the discharged high voltage energy exceeded the ventricular threshold, resulting in ventricular capture and increased rate. Patient status: no further information on the status of the patient is available.